Event description:
It was reported by the user facility that the saline bag back-filled during recirculation. There was no pt involvement. The biomed tech was unable to replicate the issue. The air separator assembly was replaced. The machine was put back into circulation.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. Only the air separator assembly was returned to the manufacturer. No problem was found with the air separator assembly during simulated tests and troubleshooting, the issue of the saline bag back filling could not be reproduced. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.